Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. The patient's testing frequency is not known and the patient's diabetes management is not specified. It is not clear what action, if any, the patient took in response to the reported power issue and it is not known if the patient tested his blood glucose with a secondary device following the alleged issue. On an unspecified date/time, the patient allegedly experienced symptoms of blurry vision, dry mouth, and frequent urination. The patient, however, denied receiving any medical intervention/ treatment after the alleged issue began. During troubleshooting, the csr noted the patient was using the correct test strips, the patient was not using the subject meter for the first time, the subject meter's batteries did not need to be replaced, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient this complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.